Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, customer already has a new pump that they will use. There was no adverse impact to the customer¿s blood glucose level.